Event description:
It was reported that the patient with this pacemaker experienced palpitations. The patient was advised to be evaluated in clinic. A patient initiated interrogation (pii) was performed and upon review, undersensing and impedance issues were noted. The right ventricular automatic threshold test was found to be suspended as well. The patient was evaluated in the emergency department and a lead perforation was confirmed. A lead revision was performed and this lead was repositioned. Additional information was received that a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced palpitations. The patient was advised to be evaluated in clinic. A patient initiated interrogation (pii) was performed and upon review, undersensing and impedance issues were noted. The right ventricular automatic threshold test was found to be suspended as well. The patient was evaluated in the emergency department and a lead perforation was confirmed. A lead revision was performed and this lead was repositioned. No additional adverse patient effects were reported. This lead remains in service.